Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while the pump was against their chest. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.